Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the rn noticed the backflow valve on the primary tubing was defective. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because an invalid lot number was provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the backflow valve on the bd alaris¿ pump module smartsite¿ infusion set was defective and drained antibiotic directly into the primary bag. The following information was provided by the initial reporter: "rn was hanging an antibiotic on a different patient and noticed the secondary bag was draining very quickly. After some investigation she noticed that the backflow valve on the primary tubing was defective and the antibiotic was draining directly into the primary bag. Luckily, none of the medication made it to the patient. She replaced the primary and secondary tubing and administered the antibiotic correctly. Good catch with the meds in the primary bag, the fluid remained clear and otherwise would have continued accumulating meds until recognized.

Manufacturer narrative:
The reported lot# 117995 was not found for the reported catalog# 2420-0007. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the backflow valve on the bd alaris¿ pump module smartsite¿ infusion set was defective and drained antibiotic directly into the primary bag. The following information was provided by the initial reporter: "rn was hanging an antibiotic on a different patient and noticed the secondary bag was draining very quickly. After some investigation she noticed that the backflow valve on the primary tubing was defective and the antibiotic was draining directly into the primary bag. Luckily, none of the medication made it to the patient. She replaced the primary and secondary tubing and administered the antibiotic correctly. Good catch with the meds in the primary bag, the fluid remained clear and otherwise would have continued accumulating meds until recognized.